Event description:
It was reported that the patient was admitted on (B)(6) 2023 for right heart failure and sustained arrhythmia. It was noted that the patient had a history of both right heart failure and arrhythmia, and was implanted with an implantable cardioverter defibrillator (ICD) prior to left ventricular assist device (lvad) implant. It was unknown if the right heart failure or the arrhythmia in this event was device or therapy related. The patient had peripheral edema and ascites. They had sustained ventricular arrhythmia which needed direct-current (dc) cardioversion or defibrillation. The patient also received an oral medication adjustment. An electrocardiogram was performed and found ventricular tachycardia. On (B)(6) 2023, the patient developed renal dysfunction. It was noted that the patient did not have a history or renal dysfunction prior to lvad implant and it was unknown if the renal dysfunction in this event was device or therapy related. The dialysis period was 0 weeks and there was a maximum value of creatinine of 2.02 mg/dl. Four-day continuous renal replacement therapy (crrt) decreased the right heart pressure, but the ventricular tachycardia continued. They were also noted to have received drug therapy such as diuretic for dehydration. The patient improved with internal medicine treatment and the renal dysfunction resolved with treatment. The patient was discharged on (B)(6) 2024 and the plan of care was to continue internal medicine treatment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Previous admissions for arrythmia: MFR numbers #2916596-2022-15173, #2916596-2023-08842, #2916596-2023-08927, #2916596-2023-08838. Previous admission for right heart failure: MFR # 2916596-2023-08864. E1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU, lists potential adverse events, including right heart failure, cardiac arrhythmia, and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that patients may develop right ventricular failure during or shortly after implant. This document also outlines indications of right heart failure and provides the recommended treatment options. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.